Manufacturer narrative:
Three opened trocar assemblies were received with no tip protection in a small parts tray for the report of dull blades. The samples were visually inspected and were found to be non-conforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damage of the sample. A photo of the pack received has been reviewed by the investigation site. The product and lot information seen matches what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as damaged tips and edges, are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lancets did not cut during a vitrectomy surgery. The reporter informed "it takes a lot of work to insert the lancets because they do not work". Additional information and product sample have requested for this report. Upon follow up it was informed "no patient harm" and that "the customer is re sterilizing the lancets that cut and prick". No additional information has been received at this time.